Manufacturer narrative:
Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown, product ID: 3389, serial/lot #: unknown. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Denys d, graat I, mocking r, et al. Efficacy of deep brain stimulation of the ventral anterior limb of the internal capsule for refractory obsessive-compulsive disorder: a clinical cohort of 70 patients. Am j psychiatry. 2020:appiajp201919060656. 10.1176/appi.ajp.2019.19060656 summary: deep brain stimulation (dbs) is an effective treatment option for patients with refractory obsessive compulsive disorder (ocd). However, clinical experience with dbs for ocd remains limited. The authors examined the tolerability and effectiveness of dbs in an open study of patients with refractory ocd. Identified events: 2 patients had a postsurgical infection of the electrodes and had the dbs system explanted ins and extension were explanted 2 patients were treated with oral antibiotics as a result of superficial infection of one of the cranial incisions 6 patients had to undergo reimplantation or retraction of the electrodes within 8 months after the initial surgery because a postoperative CT scan fused with preoperative MRI revealed that the 3 bilateral and 1 unilateral electrodes were not well-rooted in the valic, 1 bilateral electrode was implanted too deep, 1 unilateral electrode had significant upward migration along the trajectory after accurate initial implantation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.